Manufacturer narrative:
Eval results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific rec'd information that the pacer dependent pt with this left ventricular (lv) lead was hospitalized after intermittent loss of capture (loc) on both the lv and right ventricular (rv) lead. The lv and rv lead also displayed high pacing thresholds. A revision procedure was performed during which the lv lead was turned off. Attempts to place a new lv lead were unsuccessful. There were no additional adverse pt effects reported.